Event description:
The user facility initially had reported cases of chemical colitis. Multiple attempts were made to obtain info on the concomitant devices used on the affected pts, but the user facility stated not having a record system to track what devices were utilized in any given procedure, so the user facility did not provide detailed info. Olympus has subsequently been informed that the facility exclusively uses olympus endoscopes, thereby one or more olympus colonoscopes may have been used in the reported events. Furthermore, the user facility reported that two pts had sustained chemical colitis. The pts reportedly experienced diarrhea and abdominal pain following a diagnostic colonoscopy and returned to the hospital days later. One of the pts was hospitalized for an unk amount of time and has been released, but no medical or surgical intervention was required for either pt. Both pts were stated to be doing fine.

Manufacturer narrative:
None of the olympus colonoscopes which were said to be involved in this report were returned to olympus for investigation. However, the automatic endoscope reprocessor (aer) was returned to the original equipment MFR (OEM) for investigation. The OEM investigated the device and reportedly found the ports clogged and observed insufficient water/air flow to effectively reprocess the channels of an endoscope. An OEM clinical specialist has visited the user facility to provide training on how to reprocess the channels of an endoscope. An OEM clinical specialist has visited the user facility to provide training on how to reprocess endoscopes and how to perform the daily quality control process procedures. Olympus has been informed that the cause of the pt outcomes were attributed to improper reprocessing procedures. An olympus endoscope service specialist has also visited the facility and provided training on how to appropriately reprocess endoscopes. This report is being filed as a medical device report in an abundance of caution.